Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, abbott field service evaluation of the instrument, a search for similar complaints, and a review of labeling. The abbott field service representative replaced a leaking valve. No further issues were identified after the valve was replaced. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i1000sr analyzer, list number 01l86, was identified.

Event description:
The customer observed discrepant psa results while using the architect i1000 sr analyzer. The customer indicated an initial result of 2.0 ng/ml and repeat results of 0.873 ng/ml and 1.762 ng/ml. There was no adverse impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.